Event description:
Catheter was placed via the left cephalic vein with the tip of the catheter in the superior vena cava on 1/29/97. It was rpeorted that hub repairs were performed on 2/4/97 and 2/5/97 for catheter leakge. During a dressing change on 2/10/97, the catheter was found to have separated from the hub and embolized. A chest x-ray was done, which showed the distal end of the catheter in the axilllary vein, with the tip in the right atrium. A fluoroscopic extraction was performed on 2/11/97 and pt has since been discharged from hosp.

Manufacturer narrative:
The implicated product is a 3.0 fr. Single lumen PICC with full procedural tray. The product received for evaluation is a green color coded (assembled) 2-piece PICC connector, a unattached 19.85 inch length of single lumen 3.0 fr. Single lumen catheter, a 14.9 inch intact of i.v. Extension tubing and a injection cap. The connector, catheter and i.v. Tubing have adhesive residue intermittently throughout their lengths. The catheter has dried blood throughout the length of the lumen. Four individual depth markers are printed on the catheter's outer diameter. The most proximal is a 4-dot marker located 3.5 inches from the proximal end. A suture wing is notably not included with the complaint sample. The injection cap is unremarkable. A lot history review reveals there are no related mfg issues and no other complaints for this lot. Except for the adhesive residue, the exterior of the connector is unremarkable. Five power magnification of the connector's proximal orifice clearly reveals the proximal end of the metal cannula, however, a compression sleeve can not be seen. Disassembly of the connector confirms the lack of a compression sleeve attached to either the proximal connector piece cannula or within the lumen of the distal connector section. Additionally, no broken catheter tubing is found on the cannula. Tactile exam of the catheter is remarkably only for the dried blood palpable throughout its length. No impression sleeve or use of a suture wing. Twenty power magnification of the proximal end verifies the lack of a compression sleeve impression. A even, well-defined proximal edge is found along with a flat, moderately uneven and striated face. This is evidence the catheter tubing was cut with a scissors or other impinging type cutting instrument and may have been done while tailoring the catheter's length to the patient or when replacing connectors as stated in the medication and device experience report dated 2-12-97. The complaint of spontaneous disconnection of the PICC connector is confirmed. Corrective action has been implemented subsequent to this lot. An informational memorandum will be forwarded to the PICC team. The product instructions for use specifically states, "secure suture wing in place by using sutures or adhesive wound closures." Securing the device with adhesive tape or wound closures alone is insufficient. The presence of the suture wing will prevent catheter embolism in the event of catheter/hub disconnect. The instructions for use also instructs the user to "periodically confirm...(the) security of (the) dressing."